Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated doing meter to lab comparison tests. Meter reading was 109 mg/dl, and approx 1.5 hours later, lab test result was 189 mg/dl. Rptr did not have any symptoms. On follow up, the rptr stated that reporter checks the confirmation dot for enough blood. After changing meter code which had been set incorrectly, a control solution test was in range, 134 (92-138). The lifescan rep reviewed coding, cleaning, use of control solution, sample application, and meter to lab comparison.